Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the rear panel was pushed inward on the right side. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, mushroom head check and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The go/ no go gauge check failed. The go check failed on the left side (display side) at the rear corner point of the heater tray. The go check failed at the three points at rear side of the heater tray. The go check failed on the right side (pump side) at the rear corner and point center point of the heater tray. The heater tray did not bottom out or make contact with the top cover cabinet when placing a 5 kg weight on the tray. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The top cover had a crack at the front, center screw recess, where the top cover is anchored to the pump assembly. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain. A review of the patient¿s treatment records identified that the patient drained 6095 ml during drain 5 of the treatment. This drain volume is 265% the patient's prescribed fill volume of 2300 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient received their new cycler; however, the patient has been switched to hemodialysis as they previously on a hemodialysis patient and seemed to perform better on hemodialysis than peritoneal dialysis. The pdrn reported that the patient is completing their therapy without any issues. The old cycler was returned to the manufacturer for physical evaluation.